Event description:
It was reported that the disconnect indicator alarm sounds. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. No abnormality related to the reported event was confirmed on the product's appearance. During the functional testing, when the power is turned on, the disconnect indicator alarm sounds. The cause of the problem was found to be the disconnection of the sensor cable in hose. The hose was replaced. A device history record serial number.